Manufacturer narrative:
H3, h6: the device intended to be used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable causes, application, removal, time left on patient, trauma, materials used within the dressing. The instructions for use has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. No batch/lot number has been provided, therefore a review of the device history has not been possible. The complaint history file contains no further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Case-(B)(4).

Event description:
It was reported a change in surgical technique since the pediatric burned patient feels pain after the application of the acticoat dressing. Unknown if occurred a surgical delay. Patient injuries were not reported.